Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) in order to replace the abutment.

Manufacturer narrative:
This report is submitted on february 16, 2023.